Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Event description:
The consumer reported on social media a false negative result with the binaxnow covid-19 antigen self test performed on an unknown date, using an unspecified sample type. Unspecified confirmation testing was performed at the consumers job on an unknown date, using an unspecified sample type, which generated a positive result. The consumer was stated to be symptomatic, running a fever of 100 degrees prior to confirmation testing. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
This investigation is still in progress. Once the investigation is completed, a supplemental report will be provided.